Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The left ventricular (lv) lead was dislodged. The device was reprogrammed to pace only the right ventricle until the revision. The lv lead was explanted and replaced and biventricular pacing resumed. The patient was stable with no adverse consequences.